Manufacturer narrative:
This product was included in a field action, and product analysis found that the product did perform as described in the field action. Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; partial lead in segments returned and analyzed.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2009. This product was included in a field action. Based on the information received, and without the return of the product in its entirety or the receipt of performance data, and/or completion of analysis, it could not be determined at this time if this product performed as described in the field action.

Event description:
It was reported that there was high svc (superior vena cava) defibrillation coil impedance, along with an insulation breach at the s uture sleeve site noted when the pocket was opened. It was also reported that the rv (right ventricular) pace/sense lead was fractured. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.